Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No scrolling numbers anomaly during testing was noted. The pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the display screen on her insulin pump froze and all of the buttons became unresponsive, and that the unresponsiveness continued even after a battery change. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. She stated that the pump will function intermittently but it will not allow her to bolus. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.